Manufacturer narrative:
E1: initial reporter phone number is (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the physician observed air bubbles in the clear sheath during the insertion of the farawave. Aspiration and flushing were performed and the farawave was inserted into faradrive underwater. Infusion pump at 30ml per hour was used for irrigation. No significant leak was noticed. Guidewire tip was slightly proximal to the farawave tip when the farawave was inserted into the sheath. No fluid leak or air in patient was seen. The procedure was completed using another faradrive sheath. No patient complication has been reported. The product is expected to return for analysis.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the physician observed air bubbles in the clear sheath during the insertion of the farawave. Aspiration and flushing were performed and the farawave was inserted into faradrive underwater. Infusion pump at 30ml per hour was used for irrigation. No significant leak was noticed. Guidewire tip was slightly proximal to the farawave tip when the farawave was inserted into the sheath. No fluid leak or air in patient was seen. The procedure was completed using another faradrive sheath. No patient complication has been reported. The product was received for analysis.

Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. Visual inspection revealed a kink near the handle of the returned sheath. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.